Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, a review of labeling and accuracy testing. No adverse trend was identified for the customer's issue. Labeling was reviewed and found to be adequate. The product was not available for return. Accuracy testing met all specifications. Based on all available information and abbott diagnostics' complaint investigation, the assay performed as intended and no product deficiency was identified.

Event description:
The customer observed a false positive b-hcg result for one patient on the architect i2000sr analyzer. The following results were provided: initial 95.78 miu/ml, repeated on 2 other platforms as 0.00 miu/ml. Proportional dilution testing was performed and resulted as follows: neat 86.67 miu/ml, 1:2 45.48 miu/ml, 1:4 25.20 miu/ml, and 1:8 12.47 miu/ml. Patient history: the patient had previously undergone a bilateral tubectomy due to an ectopic pregnancy, and she was currently undergoing a physical examination for an in-vitro pregnancy. There was no impact to patient management.

Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. (B)(4).